Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited varying right ventricular (rv) lead impedance measurements between 400-700 ohms and loss of capture on the non-boston scientific lead. In addition, during most recent right ventricular automatic threshold (rvat) test, the threshold was 2.3 volts. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited varying right ventricular (rv) lead impedance measurements between 400-700 ohms and loss of capture on the non-boston scientific lead. In addition, during most recent right ventricular automatic threshold (rvat) test, the threshold was 2.3 volts. Technical services (ts) was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that there were concerns regarding premature battery depletion of this pacemaker. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high-rate atrial sensing. No adverse patient effects were reported. This product remains in-service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.